Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with a following: tf 5505, air + oxgygen supply failed. Additionally, the silicon tube from oxygen mixture to sensor board is getting disconnected automatically. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The log files analysis revealed 5505 and oxygen + air supplies failed alarm was recorded on (B)(6) 2024, as mentioned by the end customer. It¿s important to note that no patient was involved at the time the event occurred. The root cause was identified as a defective pneumatics block. The component was subsequently replaced. Afterwards the functioned as intended.